Event description:
It was reported that the patient developed infective endocarditis. The implantable cardioverter defibrillator (ICD) and leads were removed and a temporary pacemaker put in due to the patient being pacemaker dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Continuation: 5076-45 implantable pacing lead 2006-(B)(6), 419478 implantable pacing lead 2006-(B)(6), c154dwk implantable cardioverter defibrillator 2006-(B)(6), n119 competitor implantable cardioverter defibrillator 2009-(B)(6), 4555 competitor implantable pacing lead 2009-(B)(6), 4135 competitor implantable pacing lead 2009-(B)(6), 0185 competitor implantable tachy lead 2009-(B)(6), (B)(4).